Event description:
The patient's mother reported that on (B)(6), 2014 at 10:18 pm her son activated a new pod and on (B)(6), 2014 his blood glucose, carbohydrate intake and insulin history is as follows: at 3:02 pm the pod was deactivated. At the hospital he was diagnosed with hypoglycemia and a seizure. The doctor did a CT scan, blood and urine work. He was released from the hospital around 11:30 am.

Manufacturer narrative:
The returned product was evaluated, and the product performed as designed. No malfunction or other product condition that would have contributed to the reported hypoglycemia, hyperglycemia and hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria.